Manufacturer narrative:
Section h10: (h3) the disassembled tri-driver reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the tri-driver shaft becoming deformed as a result of the sleeve being held stationary while reaming or the sleeve being obstructed by soft tissue or bone.

Event description:
It was reported that the ream and the mechanism at the bottom where it connects became loose and stopped working properly. It did not impact the case outcomes and pieces did not fall in to the wound site.

Manufacturer narrative:
Pending evaluation.